Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported "it's not working". Agent asked clarifying questions; pt stated the green light is on but it does not work and can't turn the controller on since today. Controller is blank and unresponsive. Patient services walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed the green light is blinking on the controller. Caller then unlocked the controller and saw stimulation is off and in MRI mode. Agent walked pt through exiting MRI mode and confirmed stim was back on. Pt confirmed they were not recently in for an MRI and they may have entered MRI mode accidently. Pt saw controller at 90% and implant 100%. Patient service reviewed with caller external equipment appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.